Event description:
The customer reported to philips healthcare that the self test of the heartstart mrx failed. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.